Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not yet returned.

Event description:
In 2012, osteosynthesis was performed on condylar fracture after tka. In the same year it replaced the hmrs rotating hinge for a false joint. In 2018 there was a suspected breakage of proximal screw and stem and re-replacement was done on (B)(6) 2018. This pi is for the periprosthetic fracture.

Manufacturer narrative:
Corrected event description and product information. An event regarding a fracture involving a hmrs stem component and screw were reported. The event was confirmed through review of the device return. Method & results: device evaluation and results: fractures were observed on the anchorage stem and screw, both of which fractured in fatigue. Eds analysis showed the stem was consistent with astm f75 alloy and the screw was consistent with astm f1537 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: analysis of the returned product indicated: fractures were observed on the anchorage stem and screw, both of which fractured in fatigue. Eds analysis showed the stem was consistent with astm f75 alloy and the screw was consistent with astm f1537 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No medical records were provided for review, hence the exact cause of the event could not be determined, additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
In 2018 there was a suspected breakage of proximal screw and stem and re-replacement was done on (B)(6) 2018.